Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and history anomaly. The blood glucose at the time of the incident was 182 mg/dl. The customer states the insulin pump alarmed motor error during regular use. The insulin pump was not exposed to a strong magnetic field and the drive support cap was normal. However the customer noted the motor error has been reoccurring, but it was not recorded in the history. The device will not be returned for analysis.